Manufacturer narrative:
H6-code 4111: a request was emailed to the corresponding author to provide additional information like serial numbers, patient identifiers, date of birth, age, weight, gender, name, date of implants onset date of the events, date of implant and explantation, description of related procedures, intra- and postprocedural dicom angiography imaging series, histology/swab results of the surrounding tissue and the endoprostheses and to provide the explanted devices for investigation. H6-code 3221: the requested information was not provided. With no additional information provided, gore is unable to perform further investigations of the related complaints. In total six different incidents were reported within this literature. Therefore six reports, one for each type of incident, are being submitted with the following manufacturer report numbers: 3007284313-2021-01387, 3007284313-2021-01389, 3007284313-2021-01390, 3007284313-2021-01391, 3007284313-2021-01392, 3007284313-2021-01393.

Manufacturer narrative:
The present report is based on the following reviewed literature. "Lessons learned from open surgical conversion after failed previous evar" george s. Georgiadis, christos argyriou, george a. Antoniou, et al. Ann vasc surg 2021; 71: 356¿369 https://doi.org/10.1016/j.avsg.2020.08.122 manuscript received: june 24, 2020; manuscript accepted: august 6, 2020; published online: 3 september 2020 a. Patient information: asked but not provided. The gore reference number was used as the patient identifier instead. The patient age remains unknown, so the mean age given within the article was used. The patient gender remains unknown, so the vast majority gender was used, which was "male". Date the event occurred is unknown, so the date the study was published was used as date of event. The device remain implanted in the patient. Therefore an evaluation of the device could not be performed. A request was emailed to the corresponding author to provide additional information like serial numbers, patient identifiers, date of birth, age, weight, gender, name, date of implants onset date of the events, date of implant and explantation, description of related procedures, intra- and postprocedural dicom angiography imaging series, histology/swab results of the surrounding tissue and the endoprostheses and to provide the explanted devices for investigation. Answer is pending. The literature was reviewed to identify potential complaints. The serial number of the device remains unknown. Therefore the device manufacturing history records could not be reviewed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. It remains unknown if gore devices were involved in the incident types reported within this literature. In total six different incidents were reported within this literature. Therefore six reports are being submitted, one for each type of incident. The number of potentially involved gore devices per potential incident is 1.

Event description:
The following article was reviewed "lessons learned from open surgical conversion after failed previous evar" george s. Georgiadis, christos argyriou, george a. Antoniou, et al. Ann vasc surg 2021; 71: 356¿369 https://doi.org/10.1016/j.avsg.2020.08.122 manuscript received: june 24, 2020; manuscript accepted: august 6, 2020; published online: 3 september 2020 they retrospectively searched the outcome of 38 male patients, undergoing open conversion (opc) after endovascular aortic repair (evar), at a single vascular center, from january 1, 2003 to january 2020. The mean age was 75 years. The mean interval from initial evar to opc was 65.8 months. Most of the opcs were performed in an acute setting. Per table ii reported within the literature, gore® excluder® aaa endoprostheses were used as primary evar endografts in three patients: two patients were evaluated in group 1 (total endograft explantation) and one patient was evaluated in group 3 (distal endograft explantation). No further information about the indication for opc for these patients is provided within the literature. The reason for opc remains unknown. Several complications not related to the gore® excluder® aaa endoprostheses during/after opc are reported in the literature. It is stated within the literature that, in general, worst outcomes are related to poor morbid status of the patients pre-opc. The clinical presentation in group 1 included symptomatic or asymptomatic aneurysm enlargement, hypovolemic shock (class ii and iii), systemic signs of infection/sepsis, symptomatic infected endograft, infected endograft with aneurysm ruptured to gastrointestinal tract, endoleak, mycotic cia rupture combined with loss of endograft distal fixation, ruptured aneurysm because of endoleak with/without proximal graft migration and/or endograft/limb dislodgment, hemorrhagic shock because of an aortoenteric fistula, acute and bilateral leg ischemia because of single limb thrombosis. In group 3 the distal portion of the endograft was explanted for type ib endoleak in all cases. In table I within the literature, the summary of indications for opc is listed as follows: type ib endoleak (9).